Event description:
It was reported that during an endoscopic sinus bilateral reduction turbinate septoplasty, a navigated blade came apart inside the patient as soon as the physician applied power. It was confirmed that there was no issue with navigation; it was the blade itself that "came unraveled." The physician checked the patient for remaining metal and injury and found none. Navigation continued with straight suction but the blade was no longer used.

Manufacturer narrative:
(B)(4). Product evaluation: when received for analysis, there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: the inner spiral wrap was stretched by approximately 3/8" and unraveled which would have resulted in the reported malfunction. The tip of the outer blade was broken off, it was not returned, and the location is unknown. When viewed under magnification, the directional damage to the spiral wrap indicates it broke while moving in a forward/clockwise motion. There was no evidence of improper loading or misuse by the customer. There is insufficient evidence to indicate a cause for the observed malfunction. Method: microscopic inspection. Results: fracture problem.